Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level in the 600's mg/dl with ketones. Bg level was addressed with a correction bolus via the pump. Ketone levels were identified as life threatening by health care provider. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support (tts) educated the customer on insulin labeling. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. System check was performed by tts and the pump is functioning as intended. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem's technical support to obtain a release date; however, no response was received.